Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the programmer batteries went off of the unit. The patient stated it was normal to be retaining water but not sure because this was the most of weight she had gained because before it was in the (B)(6).. The patient indicated that the implant was working wonderfully and was very happy. The patient took pamprin medication and join a gum for the retaining water.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) batteries died so she replaced the batteries and the programmer powered on the patient stated that when she checked the ins status after putting in the new batteries the ins was off. The patient mentioned she had a sudden return of leaking and was peeing a lot when the implant was off an now that she had turned it back on she was fine again and the issue resolved. The patient asked about pp functionality because the patient thought the pp batteries dying turned off her implant but it was reviewed that the pp and ins are separate pieces of equipment. The patient also reported that she had started to have a new issue where she thought she was retaining water. The patient noted that she felt like a balloon and confirmed that the device was put in to help with leaking but it seemed like when she turned the stimulation up the retaining water issue was helped a bit. T he patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.